Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. The patient remains ongoing on pump support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency room on (B)(6) 2017 with symptoms of decreased energy and melena over the past week. The patient¿s inr was supratherapeutic at 3.3 on (B)(6) 2017. At the time of the event the patient was taking 3mg of warfarin at bedtime. The melena was reported to be due to a supratherapeutic inr. Warfarin was held and the patient was transfused with 1 unit of packed red blood cells (prbc) for symptomatic anemia. The patient wished to be home for the holidays so was discharged home with a therapeutic inr of 2.1 and warfarin dosage adjusted accordingly as outpatient.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.